Manufacturer narrative:
The investigation was completed on 03-mar-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot g9260775 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter¿s and there was foreign material on the usable length of the catheter on both catheters. It was reported the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter had white bits of some unknown material and the staff did not want to use the catheter. The catheter was replaced and the issue remained with the same problem. The catheter was replaced with a reprocessed catheter and the issue resolved. Additional information was received. The white material was located on both the handle and shaft of the catheters. A picture of the foreign material is not available, but upon inspection it looks like debris from the packaging that sheared off onto the catheter. The catheters in questions were not used on the patient. All the debris noticed was white like the packaging and ranged in sizes from a speck about the size of a penpoint, to a sliver as long as a grain of rice. The event was assessed as MDR reportable for both catheters for foreign material on the usable length of the catheters.